Event description:
The customer reported to a covidien rep that during a previous microwave liver ablation procedure, the tip broke off and was left in the pt's liver. It was not removed because it would have required opening the pt and the pt was not a candidate for an open procedure and resection of tip.

Manufacturer narrative:
The incident antenna was not available for evaluation. Additional questions in regard to the incident have been asked. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.